Manufacturer narrative:
We will send a final incident report once the investigation will be completed.

Event description:
Revision surgery of a smr reverse prosthesis due to dislocation performed on may,3rd 2021. According to the complaint source, the patient underwent a previous revision surgery in april of 2020 from a competitor product to limacorporate prosthesis and due to dislocations was revised again in may of 2021. Event happened in us.

Event description:
Revision surgery of a smr reverse prosthesis due to dislocation performed on (B)(6) 2021. According to the complaint source, the patient underwent a previous revision surgery in april of 2020 from a competitor product to limacorporate prosthesis and due to dislocations was revised again in (B)(6) 2021. Based on the information received from the complaint source, in april 2022 an implant dislocation was found out and a compassionate use device has been requested (reverse hp). This event has been registered with the internal complaint (B)(4) and classified as not reportable as a MDR to the FDA. The case was eventually cancelled. Event happened in united states.

Manufacturer narrative:
Investigation checking the manufacturing charts, no pre-existing anomaly was found on the (B)(4) items manufactured with the lot number 16at16d. According to our record, at least (B)(4) smr reverse liner +6mm d.40mm with lot 16at16d and sterilization 1700018 have been implanted, and this is the only complaint received on this lot. X-rays and explants analysis the components explanted are not available to be returned in hq for further investigation. No x-rays have been retrieved and shared by the complaint source. Based on the few information received, we are not able to investigate further the event. Therefore, considering that: 1) the manufacturing charts of the lot number involved in the event have been checked without finding any pre-existing anomaly. 2) neither x-rays nor explants were available to be analysed we are not able to identify with certainty the root cause of the event. However, given that no anomaly has been found in the manufacturing process, we can suppose that the issue is not product related. Pms data according to the pms data, the revision rate of the product smr reverse liner belonging to the family codes 1360.50.xxx, 1361.50.xxx, 1365.50.xxx due to dislocation is around (B)(4). No corrective actions are required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. This is a final MDR.